Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection of the set confirmed that the priming accessory was used during treatment (presence of blood). The visual inspection of the set showed no anomaly or defect. A pressure test was performed : no leaks or entry of air was observed, all the connections were conforming. Investigation did not determine the cause related to the quality of the product however, a use error in the connection of the product to the patient catheter was identified. The instruction for use for the prismaflex set has a caution: ¿the prismaflex control unit may not be able to detect disconnections of the set from the patient¿s catheter. Carefully observe the set and all operations while using the prismaflex system for a patient treatment¿. The access line of the set must be directly connected to the patient catheter (i.e. Without any device between the access line and the catheter) via the male luer connector of the access line. The use of additional devices, such as three-way valves, stopcocks, or extension lines, may impair pressure monitoring. Per the instruction in the prismaflex graphical user interphase (gui), the y-line/connector used for priming of the prismaflex set must be removed prior to connecting the patient; the access and return lines are to be connected directly to the catheter. Thus, the use of the y-connector during treatment is considered use error. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st150 set, an external blood leak was observed from the y connector. The cause of the leak "seems to come from a play between the y and the catheter path at the screw step". There was no patient injury or medical intervention associated with this event. No additional information is available.